Event description:
Reporter alleged that when opening a strip drum container of the compact test blood glucose testing strips, it exploded and the desiccant beads got into her eyes. Reporter indicated that she had difficulty seeing and a rash on her chest as a result. Reporter stated that even after rinsing her eyes, they still burned and so she went to an eye doctor. She reported that he prescribed eye drops as treatment. No other action or resulting treatment were reported. A request was made for the return of the suspect device and replacement product was sent.